Event description:
The customer reported that higher than expected hybritech prostate specific antigen (hyb psa) initial results were generated from a unicel dxl800 access immunoassay system for four patients on (B)(6) 2011. The initial results were reported outside of the laboratory and were questioned by a physician as they did not match the patients' clinical history. While there have been no reports of death or serious injury it is unknown as to whether there was a modification to patient treatment associated with this event. Beckman coulter inc. Assessment of data supplied by the customer indicates that initial psa results were within the normal reference range of the assay. For three patients, repeat testing on the same instrument generated lower repeat psa results that were still within the normal reference range of the assay. For the fourth patient, multiple repeat results generated erratic psa repeat results within the normal reference range of the assay which collectively did not meet the precision claims of the assay. The samples were collected in serum tubes and were centrifuged prior to testing. 5. Beckman coulter inc. Assessment of supplied assay performance data indicated that all three levels of hyb-psa quality control results were within the customer's established ranges prior to and after the event. A routine system check executed on the day of the event failed to meet specifications due to a high washed mean and % coefficient of variation (cv). Calibrations for both the ferritin assay and the vitamin b12 assay failed to meet expectations due to "bad fits" with elevated %cvs for multiple standards.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event: the field service engineer (fse) discovered dried wash buffer under both of the wash pumps. The fse replaced the peri-pump tubing, wash pump pistons and wash pump seals. The fse performed all necessary post-service verification testing with results which met the published performance specifications. Upon completion of the necessary and verified repairs the instrument was returned back into service. Hardware is the likely root cause of this event.